Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed more') and loss of consciousness ('black out day after surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pyrexia ("fever"), contusion ("bruise on my right side"), loss of consciousness (seriousness criterion medically significant), ear pain ("pain in ear") and eustachian tube dysfunction ("eustation tube dysfunction"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, pyrexia, loss of consciousness, ear pain and eustachian tube dysfunction outcome was unknown and the contusion had resolved. The reporter considered contusion, ear pain, eustachian tube dysfunction, genital haemorrhage, loss of consciousness and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as pain right ear, eustation tube dysfunction and event bruise was recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed more') and loss of consciousness ('black out day after surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pyrexia ("fever"), contusion ("bruise on my right side") and loss of consciousness (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, pyrexia, contusion and loss of consciousness outcome was unknown. The reporter considered contusion, genital haemorrhage, loss of consciousness and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.